Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The distal tip of the genesys hta sheath was returned for analysis, the cassette involved in the event was not returned for analysis. The returned portion of the device was found to be damaged. The tubings were cut. There were no other issues noted, no detached sections found on any place of the returned device. Functional analysis was not performed due to condition of the returned device. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2018. According to the complainant, during procedure and inside the patient, there was significant fluid loss and a fluid loss alarm was detected upon 30 seconds left into ablation phase. And inside the patient the temperature of the fluid was 90 degrees celsius. The physician examined where the leak was coming from, it was noticed that the sheath and the scope adapter was detached. They stopped the procedure and initiated cool down. Reportedly, the leaking fluid from the back of the sheath caused a 2nd degree burn on the patient's buttock. The physician applied silvadene cream on the burnt buttock. The procedure was almost completed but was not completed due to the event. The patient underwent wound therapy post procedure. An additional attempt has been made to obtain follow up event details with no response from the clinician.